Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) transmission report received in the remote monitoring network stated elective replacement indicator (eri). The patient was brought into the clinic and the icm was interrogated and the battery was ok. The network remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The icm remains in use. No patient complications have been reported as a result of this event.